Manufacturer narrative:
Non conforming crimp assembly. Evaluation summary: the analysis results found that the atg45 device was returned with the anvil in the close position, it was noted that the flex neck at the h-crimp area was stripped off, not allowing the device to fully open. A cartridge was received loaded in the device. The cartridge was returned fully fired and with no damage to the spring cartridge lockout. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. Although, no conclusion could be reached as to how flex neck was damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a rectum resection procedure, the atg45 was used to transect the distal of the rectum. After firing, the doctor pressed the release button and found the closing trigger opened, but the clamp could not be opened. Then he removed the atg45 from the incision by additional force. All staples were formed as normal and cut completely. The instrument could not be used. There was no adverse consequence to the patient.